Event description:
The complaint received states that during use the enterprise vrd and delivery system (enc452212 / 10158951) had resistance/friction with unknown prowler select plus microcatheter. The patient is male and (B)(6) years old. The surgeon embolization assisted with stent and felt friction during the advancement into the prowler select plus mc. He withdrew the stent with the mc and changed another stent and mc to complete. No adverse event on the patient.

Manufacturer narrative:
Alert date: (B)(6) 2013. The complaint received states that during use the enterprise vrd and delivery system ((B)(4)) had resistance/friction with unknown prowler select plus microcatheter. The patient is male and (B)(6) years old. The surgeon embolization assisted with stent and felt friction during the advancement into the prowler select plus mc. He withdrew the stent with the mc and changed another stent and mc to complete. The target lesion was left internal carotid artery aneurysm, no characteristics supplied. The complaint device did kink prior to the reported event. The concomitant device did kink prior to the reported event. When the device was removed from the patient there were no noted damages. An adequate flush was maintained throughout the procedure. No other devices were used with the concomitant device prior to the event. No other devices were used successfully after the reported event. Only the complaint device was removed. The event occurred during insertion into the hub of the catheter. No adverse event on the patient. A non-sterile enterprise was received coiled inside a plastic bag. The guidewire along with the introducer tube was received for evaluation. In addition, the stent was received already deployed; no evidence of damage was observed on the guidewire or in the stent. The involved microcatheter was not received for evaluation. The unit was observed under microscope and no evidence of damage was observed. The functional analysis (without stent) was performed successfully with a microcatheter lab sample, it was noted that the guidewire passed through the microcatheter length without any difficulty. Per (B)(6) report c (B)(4): (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10158951. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on (B)(6) 2012. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The failure reported by the costumer was not confirmed since the functional analysis was performed successfully. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, therefore no corrective action will be taken at this time. 100% inspections are in place to prevent damaged products from leaving the facility. Review of the available information suggests that procedural issues may have contributed to the reported event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. (B)(4): this is report # 1 of 2